Event description:
Info was received that reported a pt was hospitalized on sometime in 2007 due to hyperglycemia. Per the pt, she had elevated blood glucose for several weeks. Some time in the same month, the pt was admitted to the hosp with a blood glucose of 1100 mg/dl, she was treated with IV fluids and insulin. The pt stated the hosp lost her pump, and she has been on injections since, they recently found the device and the customer has agreed to return the device for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.